Event description:
It was reported that the patient has expired, due to unknown reasons. The implant duration was less than a month. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
The report was received from notations made on the implanted device labels presumably made by the hospital staff and returned to our implant patient registry. This was determined reportable per edwards lifesciences procedures. Attempts were made to contact the surgeon by email for additional information and return of product for evaluation on 04/28/2009 and 05/06/2009. To date, there has been no response. On 06/12/2009, the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. No additional information is available.